Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos, images and a video were provided for review. The investigation of the reported event is currently underway. (Expiry date: 03/2024) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement via the left subclavian vein, the tube was allegedly found to be broken under a chest x-ray examination. It was further reported that the catheter was allegedly broken into segments. Furthermore, the catheter segments allegedly migrated towards the right atrium. Reportedly, interventional capture surgery was performed to remove the broken catheter segments from the body and were removed. There current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport isp implantable port, one cath-lock, and one catheter segment was returned for evaluation and three photos and one video were provided for review. Visual, microscopic, dimensional and functional evaluations were performed on the returned device. The catheter segment returned measured approximately 0.7cm in length. Complete circumferential breaks were noted on both ends of the catheter segment returned. The edges of the complete circumferential break at the proximal end of the catheter segment returned were noted to be even. The surface was noted to be granular. The photo shows one powerport, cathlock and one broken catheter segment. The images provided show a port on the chest wall and the catheter is noted in the right atrium/ventricle. In the video, the clinician was removing the cathlock from the powerport using a scalpel and after removing the cathlock, a small segment of catheter remains attached to the port stem. Therefore, the investigation is confirmed for the reported fracture, material separation and migration issues. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. (Expiration date: 03/2024),(method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year four months and four days post a port placement, the tube was allegedly found to be broken under a chest x-ray examination. It was further reported that the catheter was allegedly broken into segments. Furthermore, the catheter segments allegedly migrated towards the right atrium. Reportedly, interventional capture surgery was performed to remove the broken catheter segments from the body and were removed. There current status of the patient is unknown.